Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d10, g3, g6, h2, h6, h11. D10: concomitant medical products: desc: unknown trochanteric plate; item: unknown; lot: unknown. Desc: modular cup 10 degree liner longevity 58x32#; item: 00-6310-058-32; lot: 60486125. Desc: femoral head +3.5x32mm dia, a.19; item: 00-8018-032-03; lot: 60758541. No product was returned or pictures provided of the reported stem; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored in order to identify potential adverse trends. A single ap radiograph of the low pelvis/proximal femurs was provided and reviewed by a radiologist. The review identified presence of bilateral tha. A lateral plate with trochanteric claw is present associated with 4 cables, all of which are broken. The lateral plate/trochanteric claw is abnormally tilted and also loose as it is the femoral stem. The acetabular cup is over-sized with the superolateral aspect of the cup overhang. The acetabular cup is positioned high. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: concomitant medical products: desc: unknown trochanteric plate#; item: unknown; lot: unknown. G2: report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent revision of an alloclassic stem due to pain caused by loosening of the trochanteric plate, approximately 18 years post primary surgery. It was reported that no further information is available.